Event description:
Reportedly, the surgeon noted the haptic was stuck in the injector. Sutures were required. The patients current prognosis is reported to be good. Additional information regarding details of this event was requested.

Manufacturer narrative:
The device was returned and evaluated. The evaluation revealed no damage to the device. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the user related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction, may have caused or contributed to the event.

Event description:
Additional information was received indicating this was an intra-op iol exchange. A backup iol of the same model and diopter was implanted.